Event description:
Initially patient and then healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported implant intact but folded over from capsular contracture. This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b6, d6b., h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.